Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The day of the onset of peritonitis, the patient was hospitalized. Six days later the patient was discharged from the hospital. The pd therapy was ongoing. Treatment information for this event was not reported. At the time of this report, the patient was recovered from peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h13a22064 and h13b13095 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).